Manufacturer narrative:
This is to cancel this report. A new report will be filed under an updated manufacturing site. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of an intraocular lens (iol), when pushing the lens in the cartridge the surgeon felt that something was not right. The lens was removed from the delivery system and it was found the haptic was broken. There was no reported patient impact. Additional information was requested.